Manufacturer narrative:
Unit power up properly after battery installation. Unite received with operating current within specs. No unexpected low battery alarm were noted. Unite passed displacement test, self test, off no power test and all operating current test. However corrode battery cap contact was noted. Pump received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons were hard to press. Customer¿s blood glucose was unknown at the time of incident. Customer also reported that the insulin pump battery does not last long. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specification. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test. However corrode battery cap contact was noted. Device received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. (B)(4).